Event description:
The catheter (subject device) was returned for analysis and the device investigation revealed that the catheter (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the catheter shaft was seen to be kinked 10 cm from the catheter tip. The catheter shaft was seen to be broken 6.5cm from the catheter hub. During the functional inspection, the catheter was flushed and a 0.0576" patency mandrel was advanced through the catheter with strong resistance felt, the mandrel advanced all the way through the catheter pushing out dried blood. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter shaft was seen to be kinked and broken and therefore the as reported event of catheter shaft friction can be confirmed. The as reported and as analysed event of catheter shaft friction as well as the as analysed events of catheter shaft kinked/bent and catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.